Manufacturer narrative:
(B)(4). Date sent: 12/21/2025 d4: batch # 454d04 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. Upon further inspection, the reload was found to have damaged on the knife channel. Also, some staples were found in the jaw. Also, damages were found on the knife edge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The manual override door was noted to be out of position; however it was not activated and the device was tested for functionality in the straight position with a test reload adn test door and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number a97e6w, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 454d04, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that, during a laparoscopic ileocecal resection, a transection was completed successfully at the 1st and 2nd firing, but the knife would not return at the 3rd firing of the four-shots-method of feea. The doctor felt that there were no particular problems with the thickness of the tissue. The knife did not return even though the knife reverse switch was used, so the manual override lever was used. Once the knife returned and the jaws opened, stapling and transection were performed without any problems. The surgery was completed using a new device of the same model number at the 4th firing. The cartridge color was blue. There were no adverse consequences to the patient. No additional information was provided.